Event description:
A customer contacted global technical services regarding a system error (se) 2240 alarm that appeared on the homechoice (hc) unit during use, patient connected. The technical service representative (tsr) assisted the home patient (hp) to close all clamps and transfer set, cycle power twice to the "press go to start" prompt. Tsr explained that a large amount of air had entered into the disposable. Tsr advised the patient to discard all supplies and to report alarms to the nurse next morning. Hp to finish tonight's therapy manually. Proper procedures per the user manual were reviewed with the hp. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to the lack of a sample; however, based on the information gathered during baxter?s investigation, the cause of the system error 2240 was due to air being sucked into the disposable after the patient left a clamp open on an unused supply line. The lot information was unknown; therefore a batch review was not performed. Review of the labeling reveals the homechoice apd systems at-home guide contains sufficient labeling for the user error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).